Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited oversensing resulting in pacing inhibition for greater than two seconds of asystole. No subsequent episodes of oversensing were observed. Further investigation was planned for a future routine in-clinic follow up on a date in the future. This product remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.